Event description:
A malfunction on the pump was reported, causing the pump screen to go dark and not turn on initially. The customer's blood glucose level reached around 300 mg/dl due to the issue and subsequently exceeded 500 mg/dl. To address the high blood glucose level, the customer administered a correction injection via mdi and did not require third-party assistance beyond regular support. Technical support instructed the customer to plug the pump into a functional power source, leading to the pump screen turning back on. The malfunction code displayed was resettable, and after receiving pump reset instructions, the issue did not recur. The customer was advised to continue using the pump, although insulin use on the pump was deferred for 24 hours due to prior treatment for high blood glucose. Technical support closed the case, and no further action was needed.